Event description:
During a CABG procedure, reportedly the instrument would not advance the clips. The hospital has reported no pt injury occurred. The surgeon another device to complete the procedure.